Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump while trying to deliver a bolus. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information was provided with this report.

Event description:
It was reported via email that the customer experienced low blood glucose four times in the past two years. The paramedics were contacted, but customer declined.

Manufacturer narrative:
The insulin pump had intermittent button response due to corrode keypad traces. No stuck buttons noted during testing. The device had cracked case at the display window corner, cracked lcd window, minor scratches on the lcd window, cracked reservoir tube, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.